Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the charger fails power-on self-test (led power on sequence).the charger returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger would not power on.